Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Angulation of the aortic neck was reported to be approximately 90-degrees. It was reported that the stent graft migrated and the aneurysm ruptured. The stent graft was explanted in 2004. Medtronic received the explanted stent graft the following month, and its analysis is pending. No additional clinical sequelae were reported, and the pt is reported to be alive.